Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went onto their backup battery while they were sitting in a chair with their feet in the surf. Their ventricular assist device (vad) equipment was in their shower bag to protect it, though when the backup battery alarmed, they found that seawater had entered the shower bag and gone into their battery clips and batteries. The patient switched to new batteries, but this did not restore power to the heartmate 3. The patient managed to get to an ac main power supply and the pump had no further alarms. The patient was in transit to their implanting center in an ambulance awaiting an outcome and advice after log file analysis. The patient was stable but a little shaken. Log files captured multiple power cable disconnect alarms and low battery advisories/hazards. The pump was still running at the set speed during these events. Log files did not indicate the pump was running on the backup battery. The controller, modular cable, batteries, and battery clips were exchanged. Shower bag MFR # 2916596-2023-00603.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm, atypical power cable disconnect and low voltage alarm was confirmed via the log file review; however, the reported event of fluid ingress was not confirmed. The system controller log file spanned approximately 3 days (B)(6) 2023 to (B)(6) 2023 per the timestamp). Atypical power cable disconnect intermittently activated on (B)(6) 2023 from 13:07 to 13:32 due to invalid rsoc fault on the black power cable not associated with a power source exchange. Atypical low voltage alarm intermittently activated on (B)(6) 2023 from 13:09 to 13:32 due to fluctuating voltage on the black power cable. The alarms resolved when the controller was connected to a mobile power unit. The alarm did not affect the controllers ability to operate the pump at the set speed limit. No external power alarm activated on (B)(6) 2023 at 17:22 and (B)(6) 2023 at 19:13 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller was visually inspected both interior and exterior of the controller and the silicone jacket on the power cables was stripped showing no evidence of fluid ingress. A root cause of the no external power alarm was determined to be user error due to simultaneously disconnecting the power cables; however, a root cause of the fluid ingress, atypical low voltage and power cable disconnect alarms was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power, low voltage, and power cable disconnect. Heartmate iii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use (rev. C) section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. No further information was provided. The manufacturer is closing the file on this event.